Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is complete. The device has not been returned for analysis at this time.

Event description:
It was reported that during testing at a manufacturer foreign subsidiary, the shifter lever was loose, posing the risk that the device could shift out of safe mode without user knowledge. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported with this event.

Event description:
It was reported that during testing at a manufacturer foreign subsidiary, the shifter lever was loose, posing the risk that the device could shift out of safe mode without user knowledge. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported with this event.